Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of month that complaint was reported. Batch #: unknown. (B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information received: the stapler/staples in question was removed from the field and another stapler was opened. Added to procedure time, unaware of any other negative consequence. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
See attached user facility medwatch.